Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with blood glucose levels over 700 mg/dl. The customer was in diabetic ketoacidosis, and had a heart attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to conduct further troubleshooting at the time of the call. Nothing further was reported.